Event description:
Customer reported that he was not able to hear alarms. Customer stated that she set alarm type and performed self-test. However, no audible tones occurred.

Manufacturer narrative:
Unit passed the seat, rewind, basic occlusion test, and occlusion test. However, unit has no audio tones during tone check on self-test due to broken transducer wire. All operation currents are within specification. No unexpected low battery alarms. Off no power, alarm functions properly.